Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver was overheating. No additional event or patient information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not charge and would not boot up. Functional testing and data download was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found that there was water damage. The reported event of an overheating receiver was confirmed. The root cause was determined to be water damage.